Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision due to dehiscence near the burr hole cover (bhc). During the revision, the incision was remodeled and reclosed. The patient was doing well post-operatively.